Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had trouble in inserting the intermittent catheter. It was stated that the patient used multiple catheters to get a successful drain and thought they had a urinary tract infection now due to this intermittent catheter. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode could be "catheter strength issue (too stiff)". Therefore, a potential root cause for this failure could be "raw material is too stiff". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it. Self-catheterization should only be carried out under medical advice and only in accordance with instructions provided. You should always follow the plan of care and advice given by your healthcare professional. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. Gently insert rounded end of catheter into urethra until urine begins to flow." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient had trouble in inserting the intermittent catheter. It was stated that the patient used multiple catheters to get a successful drain and thought they had a urinary tract infection now due to this intermittent catheter. It was unknown what medical intervention was provided for urinary tract infection.